Event description:
The patient had a prior hinged knee failure and diagnosis of nickel allergy. The patient underwent implantation on (B)(6) 2022 of a hinged link knee which had been custom coated with tinbn. The patient underwent revision knee surgery on (B)(6) 2025. The operative report notes that the femur component implanted (B)(6) 2022 was loose.